Event description:
The patient contacted lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 170 mg/dl, 117 mg/dl and 135 mg/dl within 10 minutes. (Not within lifescan criteria for precision). No medical attention was received. No action taken by the patient folowing use of the meter, the customer care representative performed troubleshooting and twice the control solution test was not within range. The meter and test strips were replaced and return expected.